Event description:
The pump was returned for valve 2 leak failure. The log files confirm the device was running 5.9.1 software at the time of failure. Currently provisioned to 5.9.2, this device is passing mock infusions designed to trigger a leak rate failure. An internal investigation was performed and no damage was identified.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The following has been reported: biomed reported needs service message on display. No patient harm and no report of active infusion being stopped. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.